Event description:
A stereotactic brain biopsy was conducted. However, after the procedure was finished, the physician noted that the brain tumor was missed. The patient had to return to have a repeat procedure. This has happened on more than one occasion.